Manufacturer narrative:
The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause traced to intentional off-label, unapproved or contraindicated use". This was selected based on the field report of the device being used incorrectly intentionally. These issues are covered in the applicable instruction for use (IFU) document. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this physician performed transcatheter aortic valve replacements and used a right ventricular (rv) lead connected to a temporary pacemaker outside of the body. Technical services (ts) advised this was considered off label use. The field representative reported when the rv lead was plugged into the non-boston scientific device no pacing was delivered. This rv lead was explanted and replaced. No additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific.

Event description:
It was reported that this physician performed transcatheter aortic valve replacements and used a right ventricular (rv) lead connected to a temporary pacemaker outside of the body. Technical services (ts) advised this was considered off label use. The field representative reported when the rv lead was plugged into the non-boston scientific device no pacing was delivered. This rv lead was explanted and replaced. No additional adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.